Manufacturer narrative:
Per tandem's user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was not impacted. Reportedly, the customer was using supplies for longer than intended. A supply change was performed to resolve the occlusion.